Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump was consistently alarming with no delivery during priming. Customer tried different sets, lots, or cannula lengths. There were no known issues with insulin or insertion sites. The infusion set tubing was not bent or kinked. It was advised the device would be replaced and agreed to that the product would be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.